Event description:
It was reported that during reprocessing the da vinci si monopolar curved scissors instrument orange sheath was torn near the tip of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the tube extension was dislodged from the main tube. The tube extension wall was broken at the distal end. The clevis was dislodged from the tube extension. The evidence was inconclusive but the damage was likely due to mishandling/misuse. Failure analysis also observed that the main tube had a small crack in the axial direction, located directly below the tube reinforcement ring. The location of the crack was in an area that is not protected by the tip cover. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the main tube was damaged , which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.